Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the code for section h6: health effect impact code 2199, was incorrect on the follow-up report submitted. The correct health effect impact codes are 4631 (removal and replacement and 4632 (delay in treatment). This report is submitted to correct them. Filed below updated: h6: health effect impact code (4631 (removal and replacement) and 4632 (delay in treatment). Moreover, code provided for h6: type of investigation: 4117 provided in the initial report is also incorrect. Since suspect lens was actually removed and replaced. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction data: upon further review, it was noted that in the initial MDR section h10 was addressed incorrectly for section h3-other (81) comment: a review of the device history record, complaint trending, and risk documentation for this device will be performed. However, the serial number is unknown. Therefore, this supplemental filing is to correct the comment that was initially entered in section h10 to; the serial number for this device is not available; therefore, no further investigation can be performed. Section h3-81 (other): the device is not returned for analysis as it is discarded. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Additionally, in the initial MDR section h6 health effect ¿ impact code was not populated. Code 2199 is now being provided. Additional information: clarification of the reported event was provided. The surgeon reports he doesn¿t think there was anything wrong with the lens. It was a + 30.00 d lens and an amo cartridge was used so he thought it would pass through. He states perhaps there wasn¿t enough viscoelastic. Unfortunately, the trailing haptic unfolded in the cartridge and stuck to the inside wall of the tip and could not free it after about five minutes of manipulation. The plunger was at the fully extended point and couldn¿t advance the haptic further out of the cartridge tip. The surgeon couldn¿t pull or push it with a second instrument. Eventually the trailing haptic was cut off the optic and the lens was removed with cutters. A lens was inserted using a competitor cartridge without difficulty. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: information unknown/not provided. Product expiration date is unknown. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon was inserting a zcboo lens with our platinum inserter into the patient's eye, the trailing haptic became stuck in the inserter and would not fully deploy. The surgeon stated the lens was folded appropriately and that enough viscoelastic was used. The surgeon eventually had to cut the lens off from the trailing haptic to complete the surgery. The lens was removed and replaced with no sutures, no incision enlargement and no vitrectomy performed. This caused a delay in the procedure. The patient was fine post op.